Manufacturer narrative:
Device evaluation result: the device was returned with a cartridge connector stuck in the drug chamber. The broken cartridge connector was unable to be removed. The cause of the issue could not be determined. The customer reported complaint was confirmed and duplicated. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that during initial training the ilet was dropped, the external connector fractured, and a portion remained lodged in the device, and attempts to remove it with tweezers were unsuccessful. Symptoms included no adverse clinical effects. Outcomes included interruption of device use and the need for device replacement. Investigation included troubleshooting guidance and education provided remotely. Investigation of this case revealed mechanical damage to the connector consistent with impact during handling, with the connector fragment retained in the device and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical breakage.